Manufacturer narrative:
Service found several issues with rinse mechanisms. Service corrected the issue by correctly installing the head for one rinse mechanism and the squeegee nozzles were re-seated. A cell wash was performed and all performance checks were acceptable. The customer ran qc for all tests and the results were acceptable. The issue was solved by the service action.

Event description:
The initial reporter complained of discrepant results for 23 patients tested for phos2 phosphate (inorganic) ver.2, ca2 calcium gen.2, mg2 magnesium gen.2, crep2 creatinine plus ver.2, crpl3 c-reactive protein gen.3, gluc3 glucose hk gen.3 and ureal urea/bun on a cobas 8000 c 702 module. Refer to attached data for the results. Questionable results were reported outside of the laboratory. The phos2 reagent lot number was not provided. The ureal reagent lot number was 435400. The ca2 reagent lot number was 428575. The crpl3 reagent lot number was 432231. The crep2 reagent lot number was 436860. The gluc3 reagent lot number was 443067. The mg2 reagent lot number was 439421. No expiration dates were provided.